Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient had some lethargy, and the family stated the patient had some lethargy prior to the hospitalization. The patient was now not ¿so sick¿ that they were able to identify that it could be the baclofen that was too high. They would like to try decreasing the dose.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that patient was in the intensive care unit (ICU). The hcp was concerned that pump caused the respiratory failure. The hcp stated that the managing hcp had been consulted and he received the number for the local representative. Patient had been in ICU for 3 days- patient had septic shock and kidneys shut down. The hcp stated they believe the pump could be over infusing or causing the central nervous system (cns) and respiratory depression. Underlying sepsis was resolving so the hcp stated patient should not be worsening. The hcp wanted the pump stopped. No further complications were reported.